Event description:
Two seperate incidents involving nursing personnel who rec'd needle stick using the insyte auto guard angis catheter device - 22gauge. Both incidents occurred after removal from the pt the device kicked back causing the needlestick.